Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4)

Event description:
Caller states the patient tested 5.0 inr on coaguchek xs system and >8.0 inr on coaguchek s system during duplicate testing. Coumadin was held due to device results. No adverse event reported. Requested return of suspect system and replacement was sent.